Event description:
It was reported that his pacemaker and both right atrial (ra) and right ventricular (rv) lead have had alerts for high out of range impedances and noise over the past year, where both leads were programmed to unipolar. The atrial noise was indicative of minute ventilation (mv) oversensing causing atrial tachy response (atr) events, and also some myopotential noise after the lead safety switch. The device was checked and the field representative was not able to gain capture with unipolar in the ra, and the sensing was intermittent with both unipolar and bipolar. The rv lead tested with no issues, where they were unable to reproduce noise with isometrics or pocket manipulations. The plan was to program the device to unipolar pace and bipolar sense to reduce storage of atr events that are solely due to noise. No long pauses noted on events reviewed due to noise. The system remains in-service. No adverse patient effects were reported.